Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure performed on (B)(6) 2009 (pt age unk, however over 18 years). According to the complainant, while attempting to deploy the stent, it felt "stiff", and was difficult to deploy. The stent was partially deployed off of the catheter, but remained attached. The catheter, with the partially deployed stent, was pulled back into the scope and removed from the pt. The procedure was completed with another wallflex enteral duodenal stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): (stent, partially deployed; stent, difficult to deploy). The complainant indicated that the device was disposed of and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).